Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced infection and an extrusion of electrode array. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on july 11,2022.